Event description:
Procedure: hernia. According to the reporter: the staple would get stuck in the tissue, and not release from the tip of the tacker. The handle of the tacker would not reset itself. The device was jamming. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.